Event description:
Pt was standing while receiving a blood pressure check ast a dialysis center. As the pt prepared to sit in the chair, she braced herself with the arms of the chair when the right drop-arm of the chair collapsed, pinching her right index finger, resulting in a laceration that required stitches.